Event description:
It was reported that the customer experienced a low blood glucose (bg) level of approximately 50 mg/dl. Reportedly, the customer required assistance from son to treat bg level via consumption of carbohydrates. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.